Manufacturer narrative:
The customer¿s report that the tubing broke and leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was noted that the silicone segment had completely separated from the upper fitment. There were no signs of damage to the upper fitment. The retainer ring was received separated from the set in the package. Further visual inspection of the silicone segment under magnification observed no indication of a retainer ring, indicating that this was possibly a manufacturing defect. Functional testing was not performed due to separation. Dimensional testing was performed with the optical comparator and found that the silicone segment was within the specification. The root cause of the separation was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing broke and leaked at the distal end from the patient connection and vincristine was found on the floor. There is no report of patient harm.